Event description:
A malfunction alarm with the code malf 12 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer received instructions from technical support on how to reset the pump, and after doing so, they were advised to continue using the pump and to contact support again if any malfunction codes reappeared.